Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic cut, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead was extracted and replaced due to lead perforation. No further patient complications have been reported as a result of this event.